Event description:
It was reported that during placement the transfer coping (mount) fractured leaving the hex portion cold welded to the implant. The implant was sectioned and removed. Tooth location is unknown.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided, age and date of birth: unknown / not provided, patient sex: unknown / not provided, weight: unknown / not provided, brand name: unknown / not provided, catalog and lot number: unknown / not provided, PMA/510(k) number: not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) unknown zimmer implant was returned for investigation. Visual evaluation of the as returned product identified the collar fractured, possibly while attempting to remove the mount. There seemed to be small fragment of the mount inside the implant. Based on the evaluation, device malfunction did occur. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by could not be performed, as the item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are torque or speed applied during placement/seating exceeds recommended value, clinician does not follow recommended protocol for implant placement and final seating. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.